Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and capsular contracture, baker grade IV.

Event description:
Physician reported left side rupture and capsular contracture, baker grade IV. Device remains implanted. Rupture was confirmed via MRI.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Rupture: no observed. Additional observations: observed deformation on the device.

Event description:
Physician reported left side rupture and capsular contracture, baker grade IV. Rupture was confirmed via MRI. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/04/2024.

Event description:
Physician reported left side rupture and capsular contracture, baker grade IV. Device has been explanted and replaced. Rupture was confirmed via MRI.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device has been explanted.